Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the implanted mitraclip detached from both leaflets and embolized to the right coronary artery. It was reported that on (B)(6) 2017, a mitraclip procedure was performed treating degenerative mitral regurgitation, grade 4+. The patient presented with bilateral leaflet prolapse, barlow's valve, and slightly thickened leaflets. Two mitraclips were successfully implanted, reducing the mr to grade 1. There were no procedure complications. On (B)(6) 2017, the patient was hospitalized due to chest pain. Imaging was performed and one of the two mitraclips had detached from both leaflets and embolized into the right coronary artery (rca) ostium. The mr had increased back to grade 4+. Medication was provided and a percutaneous intervention was performed on (B)(6) 2017, successfully snaring the detached mitraclip. Reportedly, there was some valve/chordal tissue on the removed clip. The patient is in stable condition. Per physician, the clip detachment requiring intervention, was due to the valve anatomy and there was no device issue. There was no other treatment reported. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effects of emboli, worsening mitral regurgitation, mitral valve injury and angina, as listed in the mitraclip nt system instructions for use (IFU) are known possible complications associated with mitraclip procedures. All available information was investigated and the reported complete clip detachment appears to be related to patient morphology/pathology as the patient had bilateral leaflet prolapse, a barlows valve, and slightly thickened leaflets. The reported embolism resulting in angina, tissue damage and mitral regurgitation were due to the clip completely detaching from both the leaflets. The removal of foreign body, additional therapy/non-surgical treatment, treatment with medication and hospitalization were a result of case-specific circumstances as the patient was hospitalized and the patient was administered medication. Additionally, a percutaneous intervention was performed, successfully snaring the detached mitraclip (removal of foreign body). There is no indication of a product quality issue with respect to manufacture, design or labeling.